Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer contacted philips to report that after a patient had expired, the patient's ECG continued to be shown on the display. There was no allegation that the device behavior impacted the patient outcome.

Manufacturer narrative:
The device was evaluated by a philips field service engineer. The device was tested extensively and no trouble was found. The device was determined to be fully functional, no malfunction was identified. The fse determined that the symptom resulted from movement near the pads area (not caused by the patient) after the patient was deceased. No parts were replaced. The device was returned to the customer.